Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest patient factors (ncc sharp calcifications) caused the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate in (B)(6), during the transfemoral tavr procedure for a 29mm sapien 3 valve, sinus of valsalva (sov) rupture occurred. During inflation, it was difficult to expand the ncc side due to bulky calcification in ncc. Inflation was performed with a little extra force, the calcification of ncc moved to sov. Post sapien 3 valve deployment, aortography (aog) revealed that leakage of contrast from the ncc side. Immediately after opening the chest, rupture of valsalva (ncc) was observed. It was judged that hemostasis was difficult, aortic valve replacement (avr) was performed. Surgical findings showed that the ncc had sharp calcifications, and the sharp points broke through valsalva. After the avr, the patient left the operation room, but was eventually, passed away the next evening.